Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A4: patient weight unknown / not provided. G4: premarket identification k101880.

Event description:
It was reported that the mount and the screw were fractured at the moment of placing the implant in the mandibular bone. The mount was fractured at the body (hexagon).the implant had to be removed and replaced with another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative. Zimvie received one (1) tsvmwb10, (imp,tsv,mcol mg,4.7mm,10m) for evaluation. Visual evaluation was performed, the implant was not returned with the bundled mount. The mounts hex was fractured. The hex piece was returned. Also, the retaining screw was fractured. Both screw pieces were returned. DHR review was completed for the subject lot number 1284915. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1284915 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : mount and dental : functional : fracture : screw¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was applying too much torque/speed during seating. Therefore, based on the available information, a device malfunction did occur. The bundled mount and retaining screw were fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.